Event description:
During in-house software testing, acuson (MFR) discovered unexpected software behavior in the generic tool kit when waveforms were inserted in revision 1.01, resulting in correct calculation for the tricuspid valve regurgitant orifice area measurement.